Event description:
It was reported via repair work order that the right side rail cannot be latched in place due to a non functioning side rail locking spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.